Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) delivered an inappropriate therapy. Noise was noted on the right ventricular (rv) lead which resulted to oversensing. The rv lead was a competitor lead. The patient received ten anti-tachycardia pacing (atp) and six shocks which did not lead to therapy exhaustion nor asystole. The patient was fine. Additional information was received that the competitor lead appeared to be fractured which was suspected to be the cause of the noise. During the lead revision, the device went into a nonrecoverable reset mode. The device was explanted along with the competitor lead. No additional adverse patient effects were reported. The device is no longer in service and will not be returned.

Manufacturer narrative:
This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.